Event description:
It was reported that the iab was inserted in the pt after surgery because the pt could not be weaned from bypass. However after the wire guide and catheter were inserted, the wire guide became stuck and couldn't be removed. The entire device was removed and another iab was inserted successfully. There were no pt complications.